Event description:
Hospital advised that the pump was set up to infuse at a rate of 125ml/hr. It delivered 1000ml. In less than two hours. The user was a temporary rn and to their knowledge no one has been able to determine which channel reportedly malfunctioned. Operator error is suspected at this time. No other information provided.